Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of a break in aseptic technique, a leak in the transfer set, and bacterial peritonitis in patient coincident with dianeal pd2 1.5% and dianeal pd2 4.25% therapies. On (B)(6) 2012, the patient began treatment with dianeal pd2 1.5% and dianeal pd2 4.25% therapies (dose, frequency, and lot number not reported), intraperitoneally (ip), for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During a call, it was reported that on an unknown date, the patient experienced a break in aseptic technique further described as did not wear a mask and a leak in the transfer set. On (B)(6) 2013, the patient experienced peritonitis manifested by abdominal pain, cloudy effluent, and fever. The cause of the peritonitis was the break in aseptic technique. On (B)(6) 2013, the patient was treated with ceftazidime (250 mg, every 6 hours, route not reported) for the peritonitis. On (B)(6) 2013, the patient was hospitalized for peritonitis. On an unreported date, the patient was retrained on how to access the transfer set. On (B)(6) 2013, the patient was discharged from the hospital. It was reported that the patient was recovering.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded.

Manufacturer narrative:
(B)(4). Additional information: the cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.